Event description:
It was reported that the left ventricular (lv) lead exhibited high, undefined pacing impedance and possible high pacing thresholds. Capture could not be confirmed based on current electrograms. The patient was noted to be experiencing an abnormal heart rhythm. Undersensing was also noted on the right ventricular (rv) lead. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.